Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. As a device evaluation could not be performed, a root cause for the event cannot be determined. The customer's reported complaint description" gold tip detached inside patient "could not be confirmed due to no product being returned for evaluation. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. The directions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
A left leg great saphenous evlt was being performed according to normal protocol. Upon completion of the procedure, the treating physician realized the fiber tip was not attached to the fiber. The tip remained inside the insertion site. A hemostat was needed to remove the tip from the patients leg. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for a device evaluation.